Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: during insertion of the tibia nail the customer complain that the insert handle jam they finished the procedure with the jam connection without a surgical delay and no harm for the patient this report is for one (1) insert-handle f/etn radioluc short this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil. Selected flow: device interaction/functional. Visual inspection: the visual inspection of the returned insertion handle has shown that item is in used condition. There are wear marks and scratches visible on the surface of the instrument. Additionally, the handle stuck together with the connector for insertion handle. Functional test: it is not possible to perform a functional test as the insertion handle and the connector for insertion handle stuck together. Dimensional inspection: due to the jammed parts the relevant dimension could not be measured. However the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the received condition of the part is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in december 2016 according to the specification. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately, we are not able to determine the exact cause which has let to this occurrence. Since the two parts stuck together, we must assume that cold welding of the threaded part section of the connector has led to the jamming of the products. We herewith would like to recommend to our guideline for reprocessing on page 7 were it is stated that: lubricate instruments with moving parts, such as hinges and joints, spring-loaded ball bearings, and threaded parts. It is recommended to lubricate and maintain synthes instruments with synthes special oil only. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 03.010.013, lot: l174557, manufacturing site: hägendorf, release to warehouse date: dec 21, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.